Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away due to a diabetic coma. The customer was wearing the insulin pump at the time of her death. Unable to return the insulin pump as it was left at the funeral home. Nothing further was reported.